Event description:
I was implanted with essure in 2004. I immediately experienced adverse symptoms, such as loss in libido and extreme bloating. I also immediately experienced an adverse change in my equilibrium. The initial reactions to essure prompted me to call my ob/gyn, dr. (B)(6), to tell him that essure was making me feel "weird." Dr. (B)(6) said essure was not causing my symptoms, even though they developed immediately after having the devices implanted. Within a few months, I began to experience allergic-like reactions to food (mostly processed ones), medications and cleaning solutions. About a year later, I began to experience intense and often times debilitating pain and horrific fatigue. I consulted with a nurse practitioner at dr. (B)(6) office, who treated me for a urinary tract infection, but the culture was negative. I eventually had an abdominal CT scan that showed an inflamed kidney and was referred to a urologist. I subsequently treated with ten medical doctors for a plethora of peculiar symptoms, but nobody could determine why I was sick. Five years later, I saw an allergist who ordered a sed rate and determined that my inflammation level was high (28). He also conducted a metal allergy test. The metal allergy test results were negative, but I got more sick during the two days the metal buttons were taped to my back. Oddly, the metal buttons on my back caused extreme bloating (I looked 6 or 7 months pregnant) and intensified other symptoms, so I decided to have essure removed. Dr. (B)(6) told me hysterectomy was the only way to remove essure, which I did not know prior to getting the devices. I found a doctor in (B)(6) who had removed essure without performing a hysterectomy. I paid for the surgery out of pocket. One of my fallopian tubes was perforated and I had developed endometriosis around the essure devices. Additionally, I felt better the moment I awoke from surgery. My sed rate was within normal range four months after removal. Even dr. (B)(6), who insisted that essure was not making me sick, admitted that my sed rate rest results indicated that I was, in fact, suffering from a reaction to essure. I am so much better since removal, but I still suffer from chemical sensitivities, which is at times debilitating. I believe the pot fibers in essure made me sensitive to common chemicals and continues to make me sick. Essure changed my life - and not for the better.